Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarm that could not be resolve through troubleshooting attempts could not be confirmed through this evaluation. It was reported there were alarms and attempt to troubleshooting the device could not resolve the alarm issue. No description of the alarm was provided. Attempts were made to obtain additional information from the customer regarding the alarm, troubleshooting performed, log file, patient involvement, and product exchange/return; however, no additional information was provided and no additional follow-up attempts will be performed. A root cause of the reported unidentified alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were alarms going off on the system controller and troubleshooting attempts could not cancel out the alarms.

Manufacturer narrative:
Section a: patient information was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.